Manufacturer narrative:
The lead was returned severed into two segments 115 mm from the terminal pin with the extracting stylet still in the lead. Visual inspection noted induced cuts in the insulation, body fluids in the lumen, and body fluids and tissue in the helix housing. The proximal spring was noted to be stretched on the proximal end and the distal end of the proximal spring is separated from the lead body insulation and is pushed up over the insulation. This damage appears to be induced damage during the explant procedure. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits.

Manufacturer narrative:
Analysis is on going.

Event description:
--

Event description:
Boston scientific crm received information that this lead oversensed noise resulting in pacing inhibition for a pacemaker dependent patient. The patient was asystole for approximately two consecutive seconds for which they were symptomatic. The patient was referred to their electrophysiologist who recommended a lead revision procedure. The lead was explanted and returned for analysis.